Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when passing the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 12/1/2022, it was reported by a sales representative via email that an ar-3680 fibertak button implant system shuttling suture ripped and ultimately did not convert the knotless mechanism. This was discovered during a procedure on (B)(6) 2022. Additional information received on 12/5/2022: this was discovered during a bicep tenodesis procedure and was complete by removing the anchor and all broken sutures and using a new ar-3680 fibertak button implant system.